Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the therapy started one hour ago, and the arctic sun device was now alerting alert 02 (low flow). The system hours were 3386, pump hours 403, initial inlet pressure was -7.1psi. Nurse disconnected and reconnected pads using proper technique, the flow rate was 0.8lpm, inlet pressure was -6.8psi, circulation pump command was 31 percentage . Nurse stopped therapy and emptied and disconnected pads. Nurse was unable to empty pads and received an alert 07 (empty pads not complete) . Mss explained that the circulation pump likely needed to be replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is that the pads were not properly connected. However, this cannot be confirmed. The system hours were 3386, pump hours 403, initial inlet pressure was -7.1psi. Nurse disconnected and reconnected pads using proper technique, the flow rate was 0.8lpm, inlet pressure was -6.8psi, circulation pump command was 31 percentage. Nurse stopped therapy and emptied and disconnected pads. Nurse was unable to empty pads and received an alert 07 (empty pads not complete). Mss explained that the circulation pump likely needed to be replaced. Per follow up information, technician support stated that biomed send data files showing the issue that the pressure remains stable, however they could see the circulation pump command drops drastically and the flow rate drops as well. This was indicative of either pads being disconnected or kinks in the tubing. Here was no evidence of a circulation pump failure here. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was in use on a patient. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "carefully observe the system for air leaks before and during use. If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections. If needed, replace the leaking pad. Leakage may result in lower flow rates and potentially decrease the performance of the system." And "to connect the arcticgel¿ pads: while holding the pad line tubing, insert the clear pad line connector into the fluid delivery line manifold. Do not press or squeeze the wings when connecting. The connector will click into place. If the connectors are not aligned properly, the connectors will not fit or click into place. Patient placement: the arctic sun¿ temperature management system operates under negative pressure, which helps the pads to conform to the patient¿s body and minimizes the risk of leaks in the event of accidental puncture of a pad or accidental disconnection of the fluid delivery line. In order to ensure negative pressure on the pads at all times, the patient¿s bed surface should be placed 30 inches to 60 inches (75 cm to 150 cm) above the floor." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the therapy started one hour ago, and the arctic sun device was now alerting 02 (low flow). The system hours were 3386, pump hours 403, initial inlet pressure was -7.1psi. Nurse disconnected and reconnected pads using proper technique, the flow rate was 0.8lpm, inlet pressure was -6.8psi, circulation pump command was 31 percentage. Nurse stopped therapy and emptied and disconnected pads. Nurse was unable to empty pads and received an alert 07 (empty pads not complete). Mss explained that the circulation pump likely needed to be replaced. Per follow-up information received via email on 18oct2022, technician support stated that biomed send data files showing the issue that the pressure remains stable, however they could see the circulation pump command drops drastically and the flow rate drops as well. This was indicative of either pads being disconnected or kinks in the tubing. Here was no evidence of a circulation pump failure here.